Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the ep (electrophysiology) catheter was returned and analysis indicated the wire/manipulator was broken. Analysis also indicated mechanical damage and the shaft was kinked/buckled. There was a visual finding of blood. Visual summary analysis of the lead indicated damage at the procedure. (B)(4).

Event description:
It was reported that during an implant procedure, the control portion of the ep catheter was broken. The physician removed the catheter and replaced it. No patient complications have been reported as a result of this event.